Manufacturer narrative:
Title: robotic versus laparoscopic transabdominal preperitoneal (tapp) approaches to bilateral hernia repair: a multicenter retrospective study using propensity score matching analysis source: surgical endoscopy https://doi.org/10.1007/s00464-022-09614-y d10 concomitant medical products: unknown parietex unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the literature, a retrospective study compared outcomes in patients who underwent bilateral hernia repair with robotic transabdominal preperitoneal (rtapp) versus laparoscopic transabdominal preperitoneal (ltapp) between june 2015 and july 2020. Except for the grip mesh, the mesh was fixed with fibrin glue. A suture was used to close the peritoneum. Fixation was not performed for cases using grip mesh. The peritoneal fap was closed with a running 2-0 barbed suture. Large hernia defects have a significant impact on the occurrence of postoperative complications and conversion. Furthermore, five patients were reported with unusual large implanted meshes. Postoperative complications included: hematoma, seroma, surgical site infection. No interventions were reported.